Event description:
Medtronic received information that during an off pump coronary artery bypass (opcab) case, the distal portion of this octopus evolution device abraded the patient's heart causing bleeding. The product was not replaced, and the bleeding / abrasion was controlled by suturing. It was reported that the product will not be returned for analysis. No further patient complications were reported.

Manufacturer narrative:
Product was not returned for analysis, and insufficient product specific information was made available to perform a review of the device history record (DHR). Conclusion code: other = exact cause of event cannot be determined as product was not returned for analysis. Analysis: the product will not be returned for analysis. Consequently, review is limited, and no definitive results can be provided. Event review indicates the surgeon controlled the tissue abrasion and subsequent blood loss through suturing, and elected to continue using the product. A blood loss estimate due to the surface abrasion was not provided. Conclusion: with no product evaluation, we are unable to determine an exact cause of the event at this time. Medtronic will continue to monitor field performance to detect similar complaints, should they occur.